Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) failed to inflate the balloon. It was also reported that the customer was unable to adjust the augmentation levels on the keypad. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The customer reported that while the unit was in use, they could not adjust the augmentation levels on the keypad. The fse investigation revealed that the trigger source, iab frequency, and augmentation keys on the keypad were inoperable. To resolve the issue, the fse replaced the keypad assembly, and the fse reported that the keys were functioning correctly. The unit passed functional, safety, and electrical tests to factory specifications. The iabp was returned to the customer, and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact details- (B)(6). It was reported that during unit was in use the cs300 intra-aortic balloon pump (iabp) the technician found the trigger source, iab frequency, and augmentation keys to be faulty. There was no patient harm. A getinge field service engineer (fse) evaluated the unit and to fix the issue he replaced the (d331-00-0119) keypad assembly. After the replacement the unit passes all functional, safety, and electrical tests to factory specifications. Unit is cleared for clinical use and returned to customer.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to evaluate this unit. The customer reported that while the unit was in use, they could not adjust the augmentation levels on the keypad. The fse investigation revealed that the trigger source, iab frequency, and augmentation keys on the keypad were inoperable. To resolve the issue, the fse replaced the keypad assembly, and the fse reported that the keys were functioning correctly. The unit passed functional, safety, and electrical tests to factory specifications. The iabp was returned to the customer, and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) failed to inflate the balloon. It was also reported that the customer was unable to adjust the augmentation levels on the keypad. There was no harm or injury to the patient and no adverse event was reported.